Event description:
It was reported that catheter issue occurred. The patient presented with a blockage in an artery, specifically in the moderately tortuous and heavily calcified circumflex artery. An opticross 6 hd catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter became entangled with the guidewire upon removal. Attempts were made using three different catheters, but the issue persisted. The procedure was completed using a different device, and no patient complications were reported.

Manufacturer narrative:
D2b: pro code (product code) - itx, obj.

Event description:
It was reported that catheter issue occurred. The patient presented with a blockage in an artery, specifically in the moderately tortuous and heavily calcified circumflex artery. An opticross 6 hd catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter became entangled with the guidewire upon removal. Attempts were made using three different catheters, but the issue persisted. The procedure was completed using a different device, and no patient complications were reported.

Manufacturer narrative:
D2b: pro code (product code) - itx, obj. The device was returned for analysis. Visual inspection revealed no issues, the device appears to be in good condition. Microscopic inspection revealed that the guidewire exit port was damaged, but the distal section of the tip was in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter.